Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the alarms were address by the customer changing out the supplies and resuming insulin delivery. The customer's blood glucose level was 159 mg/dl.